Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system will not perform cut. The customer tried three different vitrectomy probes during troubleshooting.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The customer ordered a replacement footswitch. The company sales representative replaced the footswitch. The system performed as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).